Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection noted; the obturator and dissector balloon appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated, a leak was detected coming from the body of the device. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed damage to device was associated to lack of adhesive during the application assembly of valve into the valve body could cause this reported condition that consequently causes the balloon did not inflate. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic total extra peritoneal hernia repair, there was an issue with the balloon. Balloon did not inflate and leaked gas / air. To complete the procedure, a new device was used. There was no patient injury.